Manufacturer narrative:
G4: 05nov2020. B4: 06nov2020. A user interface front bezel assembly was returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. An investigation was performed, and the product analysis technician reported that the potentiometer pre-load test failed on the navigation ring. The root cause was due to contamination buildups were found on the rotary adjustment assembly navigation ring(nav-ring) matrix that caused the nav-ring to not function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported a ventilator with a nav-ring failure. There was no patient involvement or harm.

Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. Reportedly, the issue occurred during test-check. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.